Event description:
The pt is reportedly experiencing a decrease in performance with his internal device. Testing of the device shows that it is functioning. Surgery to explant the pt's internal device will be scheduled.